Manufacturer narrative:
Further analysis revealed an issue at df4 connector level.

Event description:
Reportedly, patient received an inappropriate shock on noise sensing. He was send back to do a surgical operation. Blood was observed on the lead and in the connector. Lead was well connected. While manipulating the connector and his lead, noise sensing was reproduced. In spite of a lead cleaned, noise persisted. They decided to change the ICD. Parameters were normal with the new ICD. The subject ICD will be returned for analysis.

Event description:
Reportedly, patient received an inappropriate shock on noise sensing. He was send back to do a surgical operation. Blood was observed on the lead and in the connector. Lead was well connected. While manipulating the connector and his lead, noise sensing was reproduced. In spite of a lead cleaned, noise persisted. They decided to change the ICD. Parameters were normal with the new ICD. The subject ICD will be returned for analysis.

Event description:
Reportedly, patient received an inappropriate shock on noise sensing. He was send back to do a surgical operation. Blood was observed on the lead and in the connector. Lead was well connected. While manipulating the connector and his lead, noise sensing was reproduced. In spite of a lead cleaned, noise persisted. They decided to change the ICD. Parameters were normal with the new ICD. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, patient received an inappropriate shock on noise sensing. He was send back to do a surgical operation. Blood was observed on the lead and in the connector. Lead was well connected. While manipulating the connector and his lead, noise sensing was reproduced. In spite of a lead cleaned, noise persisted. They decided to change the ICD. Parameters were normal with the new ICD. The subject ICD will be returned for analysis.